Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the right ventricular lead. High pacing impedance and noise were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.